Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Additionally, the pump displayed an inaccurate fill estimate and the touchscreen was intermittently unresponsive. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.